Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting an o-ring was identified on the pneumatic tap. The customer was able to remove the o-ring from the pump and changed the pump supplies to address the issues. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.